Event description:
Dentist called and reported that she received the translux power blue unit a few weeks before this event occurred. When her dental assistant pressed the button to turn the light on, it started smoking at the bottom of the handpiece and burned through the dental assistant's glove and onto her arm she said you can see on the back of the handpiece where it turned black from burning. She stated that her dental assistant was burned "pretty bad" and she feels bad for her. An evaluation was initiated by the manufacturer. However cannot be processed without additional information from the initial reporter. Contact has been made to obtain the information.